Event description:
It was reported, the pt complained her scs ipg becomes uncomfortably warm/hot after approximately one hour of charging. The pt stated, she charges her ipg with the stimulation on and the ipg becomes uncomfortably warm almost every time she charges. The pt was referred to consult with her physician to further evaluated the issue. Follow-up identified the pt's physician does not plan to take any surgical intervention to address the issue at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.